Event description:
It has been reported to philips that the system would not start and gave a bios error. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system did not boot up receiving bios errors. After reviewing log file, fse found the physio post is failed. Fse completely shut down the system and rebooted again. After rebooted the system, the system returned to use in good working order. The codes were updated based on the investigation outcome.